Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this ICD was performed. A visual inspection of the device header and case noted no anomalies. All the seal plugs were found to be intact and the setscrews were operating normally. Measurements were taken on each port to ensure they are the specified size and that the is-1 pin has proper contact when inserted. The ports on this device were found to be within specification. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. A review of a stored device electrocardiogram revealed that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the sealplug, coupled with air escaping the sealplug. Laboratory analysis concluded that the field observations of noise and oversensing that led to pacing inhibition was as a result of air bubbles being released from the port after the lead was connected.

Manufacturer narrative:
The ICD was successfully replaced and, along with the lead, will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implantation of this implantable cardioverter defibrillator (ICD), the patient experienced periods of asystole as a result of pacing inhibition. It was discovered that the cause of the pacing inhibition was due to the atrial signals being oversensed on the ventricular channel. The ICD was reprogrammed which resolved the issue. No other adverse patient effects were observed during the procedure. Once the procedure ended, the patient was then monitored overnight. Later that evening, periods of asystole were again observed due to oversensing of the atrial signals on the ventricular channel. The ICD was reprogrammed to vvi and a revision was performed. It was suspected that the distal coil of the right ventricular defibrillation lead was located in the tricuspid valve so it was replaced with a competitor's lead. All measurements were then within normal parameters. However, during induction testing, more oversensing was observed during the post shock pacing. However, the oversensing that was observed this time was not due to atrial signals but rather some other type of noise. The decision was made to replace the device as the oversensing could be due to an issue with the header. No adverse patient effects were reported.

Event description:
Strips were sent to boston scientific technical services (ts) for further evaluation. A ts representative reviewed the data and discussed that the morphology and intermittent occurence of the artifact is indicative of air bubbles in the header that can occur during lead insertion. The air become compressed in the port when the terminal pin is inserted and then the air slowly leaks out resulting in oversensing. This oversensing subsequently disappears when the pressure of the trapped air in the port equalizes. The ICD was then subsequently returned and analyzed.